Event description:
A patient underwent cataract surgery with implantation of the crystalens in both eyes. Postoperatively, the patient reports being dissatisfied with distance vision on the right eye. Patient reports experiencing a blurred distance vision on the right eye. Near/intermediate vision is fine. Patient also reports problems with depth perception and headaches. Additional information has been requested from the patient, but as of 2009, none has been forthcoming. If additional information is received, a supplemental report will be filed.